Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020 , senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The complaint was confirmed by review of in-vivo data, and the problem was duplicated during in-house investigation. The root cause is low reference channel values potentially due to insufficient hydrogel hydration. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10 . H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.